Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional - unknown due to unknown occupation. Initial reporter occupation - unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an issue with the involved angio-seal device. There was no anchor present; only the suture. No sealing placement was possible. Additional information was received on june 18, 2019. The patient was reported to be in stable condition. The procedure outcome was successful. Hemostasis was achieved manually. The blood loss was less than 250cc. No medical or surgical intervention required. Additional information was received on june 19, 2019. The procedure performed for patient prior to closure devise was percutaneous transluminal angioplasty (pta) plus stents afs. The sheath size used was 5fr and 6fr. A pre -deployment angiogram was performed. The only issue was the anchor, it was stuck in the intro.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.